Manufacturer narrative:
Section a2: patient age corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect/low voltage alarms was confirmed via the provided log file; however, the reported event of the system controller¿s power cable being damaged was not confirmed. The root causes of the reported events were unable to be conclusively determined through this analysis; however, the reported power cable damage could have contributed to the cause of the alarms. The log file captured a few atypical power cable disconnect and low voltage advisory alarms. These alarms appeared to have been caused by the voltage within the black power cable briefly fluctuating below the alarm thresholds, and each alarm resolved within a few seconds. The alarms did not prevent the system from operating as intended throughout the data. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Available information indicates that the alarms resolved upon exchanging the system controller. The root causes of the reported events were unable to be conclusively determined through this analysis; however, the reported power cable damage could have contributed to the cause of the alarms. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect/low voltage conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a low voltage advisory when the power cable moved. The patient applied tape to ends of the system controller power cables, however, the alarms became more frequent. A review of the log files found odd power cable disconnects on the black power lead on (B)(6) 2024. The patient's system controller was exchanged and the alarms resolved. The patient was stable post exchange.